Event description:
The field application specialist reported the customer received a questionable low intact human chorionic gonadotropin + the ss-subunit (hcg+b) that was reported to the patient's doctor. The doctor called back and requested repeat testing on the sample as the patient was pregnant. The patient's initial result was 0.446 miu/ml and was reported outside the laboratory. The repeat result from the primary tube was 10,000 accompanied by a data flag. The analyzer performed an auto-retest with a 1:100 dilution and the result was 25,865 miu/ml. The repeat result with an aliquot of the sample was 10000 accompanied by a data flag. The analyzer performed an auto-retest with a 1:100 dilution and the result was 27013 miu/ml. The result from a second e170 using the primary tube was 10,000 accompanied by a data flag. The analyzer performed an auto-retest with a 1:100 dilution and and the result was 24,118 miu/ml and was reported outside the laboratory. The repeat result on the second e170 with an aliquot of the sample was 10,000 accompanied by a data flag. The analyzer performed an auto-retest with a 1:100 dilution and the result was 24,901 miu/ml. The patient was not adversely affected by the event. The reagent lot number for the hcg+b is 16015003. The field application specialist determined the cause was a premature liquid level detector signal. He checked the operation of sample, reagent and wash system and cleaned the extra wash system rinse station. He stated the low humidity in the laboratory, 9% humidity, contributed to the low result. He ran performance tests that passed. The sample probe alignment passed. He performed a 10 cup hcg+b precision run.